Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results of the device found that the instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jammed and would not clip consistently. Unknown how case was completed. There were no adverse consequences to the patient.